Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from february 05, 2020 - february 06, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was defective. The defect was further described as the ¿filling hose was ruptured¿. This issue was identified during setup/preparation prior to patient use. The device was filled with glucose solution. There was no patient involvement. No additional information is available.